Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Although requested, product has not been received.

Event description:
It was reported that the pump module infused too quickly. The bag was emptied too soon. There was patient involvement and no harm.

Event description:
It was reported that the pump module infused too quickly. The bag was emptied too soon. There was patient involvement and no harm.

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available. Additional information: device available for eval?,returned to manufacturer on, device return to manuf .?, device eval by manufacturer?,if other specify, imdrf annex a,b,c and g codes. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Omit: c19 - no device problem found.

Event description:
It was reported that the pump module infused too quickly. The bag was emptied too soon. There was patient involvement and no harm.